Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they felt tingling in the bladder and met with their healthcare provider where they had turned the deviver off. The patient had not seen much in symptom improvements. It was also noted that the patient¿s healthcare provider would be removing the implant the week following the day of the report. The patient was going to have a botox procedure. No further complications were reported/anticipated.